Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up # 1; date of submission: 9/20/2016. The device has been returned and evaluated by product analysis on 8/27/2016 with the following findings. During visual inspection of the pump, it was observed that the battery compartment had two cracks. Unrelated to the initial complaint, it was observed that the cartridge compartment was cracked at the threads above at the threads with a piece of the case missing. Unrelated to the initial complaint, it was observed that the audio bolus button cover was damaged but the bolus button was responsive during the investigation. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. (B)(4).